Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg for one 30 years old female with abnormal uterine bleeding. The following results were provided (reference range <5 for non-pregnant women): sid (B)(6), initial b-hcg result= 83.8 miu/ml; repeat result <2.3 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The alinity I processing module processing module, serial number (B)(6) was inspected and crystals were observed at the sample probe, pipetting opening, and wash cups. The alinity pipettor probes was cleaned, and crystals removed, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic alinity I total b-hcg patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module processing module did not identify an increase of complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the alinity pipettor probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module processing module, serial number (B)(6) or the alinity pipettor probes was identified.

Event description:
The customer observed a false positive alinity I total b-hcg for one 30 years old female with abnormal uterine bleeding. The following results were provided (reference range <5 for non-pregnant women): sid (B)(6), initial b-hcg result= 83.8 miu/ml; repeat result <2.3 miu/ml. There was no impact to patient management reported.